Manufacturer narrative:
(B)(6). Imdrf cause investigation code: code b24 is not available in database to capture event history log review. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 19-may-2026 against lot number 6007492 and similar malfunction codes: insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The review confirmed that lot 6007492 and the identified failure mode are not associated with any nonconforming reports (ncrs) or corrective and preventive action (capas) of the same or similar nature. Similar complaints search: a query was run in the eqms on 19-may-2026 against lot number 6007492 and similar malfunction codes: insertion site egress - trace moisture / superficial wetness, leakage from infusion site (cannula base part/cannula) (specific cause not identified). The count of complaints is 2. The complaint number is (B)(4). Device history record (DHR) review: the lot 6007492 was manufactured according to work instruction (wi) version 44 and packaging in the multivac 07, on 07/jun/2024 with a total of (B)(4). The sub-assembly, cannula part of the lot 4e04615 was manufactured according to the wi version 38 and manufactured in the line 2, on 01/jun/2024, with a total of (B)(4). The sub-assembly, gluing of tubing of the lot 4e04047 was manufactured according to the wi version 24 and manufactured in the line 7, on 30/may/2024, with a total of (B)(4). The sub-assembly, gluing of tubing of the lot 4e06261 was manufactured according to the wi version 24 and manufactured in the line 7, on 04/jun/2024, with a total of (B)(4). The device history record (DHR) was reviewed in accordance with applicable procedures. All required in-process and final tests were completed and met specified requirements. No deviations were identified, and no maintenance events were recorded that relate to the complaint code. Conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area (version 3): all samples tested passed visual inspection. Wi - guidance for functional testing for complaints area (version 2): all samples tested passed functional flow and leak tests for the reported malfunction code insertion site egress - trace moisture / superficial wetness. All test results were within specification as documented in (B)(4). Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: returned samples from the relevant lot were requested; however, the customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. Conclusion summary of complaint investigation: CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6007492 and related malfunction codes. Two complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage at the cannula site event on (B)(6) 2026.